Event description:
During a cholecystectomy procedure, the silicon part (reducer part) dropped off into the pt's body. It was retrieved without medical intervention. Another device was used to complete the case. There were no adverse consequences to the pt.